Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 13 of 16 devices were returned for evaluation. We are awaiting the return of 3 devices. Evaluation of one device found it to be within specification. Evaluation of two devices found excessive wear due to a lack of proper maintenance. These devices had a deformation issue (dent). The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of four devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. The device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of two devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of two devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customer.

Event description:
This report summarizes 16 malfunction events where a midwest e pro 1:5 high speed contra angle attachment handpiece overheated. 16 events resulted in no injury.